Event description:
It was reported that the patient experienced adverse symptoms post-procedure. A left atrial appendage closure procedure was performed and a 20mm watchman flx closure device was implanted normally. Approximately 30-45 minutes post-procedure the patient began waking from anesthesia and experiencing symptoms. The patient had high blood pressure, was unable to speak or look at people and had left sided paralysis. The patient was administered a breathing treatment, positioned upright, and administered medications for allergic reaction. The patient additionally had minor bleeding at the groin access site due to the movement. Manual pressure was applied, and the bleeding resolved. Initially the physician suspected a cerebral vascular accident, however the patient normalized (talking, moving, and tracking as typical) after medications administration, therefore the physician no longer suspected cerebral vascular accident and suspected the patient may have had an allergic reaction to a medication given during the procedure. The cause of the events is unconfirmed. The patient was discharged the next day back to their normal state.